Manufacturer narrative:
The reported complaint was confirmed. The field service representative (fsr) replaced the batteries. The unit operated to the manufacturer's specifications. Per data log review, the system log covers from 07jun2021 to 31aug2021. Every day the system is used, the system notified the user the 'batteries have exceeded 2-year service life'. The log confirms the complaint. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the heart lung machine (hlm) displayed a 'batteries have exceeded a 2-year service life' message earlier than expected. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.